Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 3 months after the dental implants was installed in installed in intraoral region #3 it was verified its non osseointegration. A 40 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type IV).